Event description:
A pt reports pelvic pain after having the essure micro-inserts implanted on (B)(6), 2008. Pt states that she was placed on pain medication by her physician, however, the pain persisted. The pt's physician surgically removed the essure micro-inserts as well as sections of her fallopian tubes on (B)(6), 2009. Pt reports that her pain abated after removal of essure micro-inserts.